Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular lead. No lead anomalies were observed on fluoroscopy. The lead was capped and replaced. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.